Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information medtronic received information that there was only one pipeline flex involved in this event. This MDR is a duplicate of MDR # 2029214-2017-00799. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. Because the device was not returned, the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2017-00799 2029214-2017-00800.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the c5 internal carotid artery (ica). The vessel was moderately tortuous, though the c5 segment was reportedly not tortuous. The aneurysm max. Diameter was 4.35mm and neck diameter was 3.2mm. The landing zone artery size was 3.75mm distal and 4.60mm proximal. The devices were prepared as indicated in the IFU. It was reported that pipeline flex was attempted to be deployed. The device did not open in the distal section; 60% of the device had been unsheathed. The device was manipulated including resheathing more than two times, which did not resolve the issue. The pipeline flex was resheathed and removed with the microcatheter. Ultimately, a new pipeline device was attempted and implanted with good angiographic results. There were no reports of patient injury in connection with this event.